Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record relates to the left side. Device was explanted. Patient received a capsulectomy and liposuction.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening, and observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "left side deflation". This record relates to the left side. The device remains implanted. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
The patient received a capsulectomy and liposuction.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.